Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was seeing the poor communication screen. Patient was able to sync with their programmer after troubleshooting. Patient reported they were seeing the main screen and that their stimulation was on, noting the lightning bolt in the upper left hand corner. Patient reported a return of symptoms the day prior to the report. They reported they had not had any falls or trauma related to the reported issue. Patient was able to use their patient programmer and was on program 2 at 3.40. Patient stated they did not feel stimulation and that they normally did not feel stimulation. Patient increased stimulation to 4.15, which was comfortable sitting, standing and walking. Patient was aware to decrease stimulation if it were to become uncomfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not known but they changed the program. No further complications reported/anticipated.